Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare provider via a post-market clinical study regarding a patient receiving morphine (10.0 mg/ml at 1.141 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2014 via examination palpation it was determined that the patient had increased pain. On (B)(6) 2014, an x-ray determined that the catheter was in an atypical position. The intervention was noted as "scheduled for pump check." The event was noted to be possibly related to the device or therapy and possibly related to the implant procedure. The severity of the event was noted to be "mild." The outcome was not reported.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-30, additional information was received from a healthcare provider (hcp) via a clinical study. On (B)(6) 2014, the patient was reprogrammed for a dose increased. As of (B)(6) 2014, a pump check was planned but the patient was unable to complete it on several occasions due to transportation and family issues. Again, on (B)(6) 2014, the patient was reprogrammed for another dose increase. On (B)(6) 2015, the patient was examined and stated the dose increase on (B)(6) 2014 helped for a short time. On (B)(6) 2015, the patient was again examined and noted that the back pain eased up approximately three weeks prior. She felt a pop while turning and the back pain suddenly felt better. On (B)(6) 2015, the patient was examined and her pain level was now down to 7 out of 10 and was fairly well controlled; the event resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-12-16, information received from a healthcare provider (hcp) reported that the previously reported catheter in an atypical position was a fragment of a prior catheter (see manufacturer's report number 3007566237-2016-00181), and signs and symptoms were changed to report only the increased pain; no device related event was reported to have occurred. As of (B)(6) 2015, the hcp no longer believed there was an event. Additional information regarding identification of the fragment of the prior catheter, clarification of the relationship of the "pop" felt to the prior catheter fragment, whether or not the fragment left was intention, portion of the fragment left, diagnostic testing, actions/interventions, and cause of the catheter fragment was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was unknown if the previously reported "pop that the patient felt while turning" was related to the prior catheter fragment. The serial and lot number of the catheter fragment was unknown, but based on the operative report, the catheter that fragmented was "apparently" the one that was in place at the time of the (B)(6) 2013 pump replacement. It was unknown if the catheter fragment was intentionally left in the patient or why it was left in the patient. Per the operative report, an intrathecal piece was disconnected and free-floating. It was unknown if any diagnostic testing with respect to the fragmented catheter was performed and no interventions were done or planned.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The catheter fragment was left in because it was inaccessible.